Event description:
When the physician tried to use deltaplush 2mm x 6cm coil; it was very tight in the microcatheter (mc). He removed deltaplush 2mm x 6cm and other same size coil tried. But it also same tight in the mc. He removed the coil and tried another deltaplush 2x6 coil. It did work and very smoothly advanced through mc. There were a total of three deltaplush 2x6 coils opened. The procedure was successfully done. In addition during the procedure the physician selected another deltapaq 2.5mmx6cm coil. However; the 2.5mm x 6cm sized coil was inappropriate so he tried to re-sheathing but it didn't work. The delivery wire and sheath didn't combine. Failure analysis discovered minor damage on one of the deltaplush 2 mm x 6 cm coils (cpl10020630/g14610) returned.

Manufacturer narrative:
Located at the top proximal end of the resheathing tool in the cutout section, the v notch has been severely fractured. Located at the distal tip of the v notch, the material from the damage edge has been raised above the surface plane. Located at the locking mechanism, the sheath's material has been stretched away from the surface. Located 38.0 cm off the proximal end is mechanical sheath damage resulting in an opened skive. Found under the sheath's damage section where the dpu protruded outside the sheath and located 39.7 cm off the proximal end is a kink on the dpu. The kink was reduced for testing purposes and was not felt during laboratory testing. Located on the beginning of the second secondary winding off the ball tip, a large amount of tissue was found adhering to the coil. Located at the proximal end of the coil is compression damage. The coil's socket ring has been pushed down inside the outer sheath. Except as noted, the remainder of the coil is undamaged. The distortion of the ball tip radius is due to atmosphere exposure and the pressure against the sheath's sidewall. For testing purposes, the coil was back loaded into the sheath. The coil damage and location is considered minimal and is an acceptable candidate for microcatheter testing. Using an in-house prowler select lp microcatheter, the returned coil was advanced through and out the distal tip multiple times with no resistance encountered. The coil was returned with minimal damage which allowed laboratory testing. Two contributing factors were found that may have produced the resistance inside the microcatheter. The primary contributing factor may have been due to distal interference inside the microcatheter. The evidence suggests that the tissue found adhering to the distal section of the coil may have contributed to the resistance inside the microcatheter. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems¿¿ it is important to note that the returned coil was successfully advanced through an in-house prowler select lp microcatheter multiple times with no resistance encountered. In addition; without the return of the prowler select lp microcatheter that was used in the procedure; it cannot be determined if this component contributed to the complaint event. The secondary contributing factor to the coils resistance inside the microcatheter may have occurred when the locking mechanism became embedded inside the v notch of the resheathing tool. This would have caused significant resistance during the coils advancement inside the microcatheter. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿there are two possible contributing factors to the resheathing difficulty. The primary contributing factor was due to mechanical sheath damage that opened up the skive. The evidence strongly suggests that when the kinked core wire was retracted through the resheathing tool; it caused sheath damage resulting in an opened skive. This allowed the dpu to protrude outside the sheath. In this condition resheathing cannot be performed. The core wire was most likely kinked during the resistance encountered inside the microcatheter during coil advancement. The secondary contributing factor to the coils resheathing difficulty may have occurred when the locking mechanism became embedded inside the v notch of the resheathing tool. This would have produced a binding action between the dpu and the sheath. This binding action may have caused the dpu to lift and protrude outside the sheath. In this condition resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Other contributing factors appear to be procedural in nature. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.